Manufacturer narrative:
Clinical review: a clinical investigation was performed. It is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event(s) of death. It remains undetermined if the patient was connected to the liberty select cycler when the event(s) occurred. Presently there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s expiration. However, given the absence of a discharge summary, primary/secondary cause of death, esrd death notification, death certificate, autopsy report and no manufacturer evaluation of the suspect device. The liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s expiration, as there is insufficient evidence to conclude the root cause of the event(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient expired while in the hospital. The cause of death is unknown. Subsequent attempts to obtain additional information (e.g. Demographics, medical history, esrd death notification, discharge summary, autopsy report and/or death certificate) have thus far proven unsuccessful. The liberty select cycler was not returned to the manufacturer for evaluation

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak, go no go check and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: b2.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.